Manufacturer narrative:
The technician replaced the brake mechanism assembly and adjusted the casters to repair the bed.

Event description:
Info received indicates the brake is not holding and cannot be adjusted.